Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screwdriver. Part and lot numbers were not provided by reporter. Other--UDI number is unavailable. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there were a number of instances where the single use screw removal screwdrivers have broken during use. This report is for an unknown screwdriver. This report is 1 of 1 for (B)(4).